Event description:
Event description guidant received information that one month post implant of this cardiac resynchronization therapy defibrillator (crt-d) and implantable transvenous defibrillation lead, it was noted that the shock lead impedance measurements were increased and fluctuating from 40 to >125. The patient was being taken to the operating room for placement of an epicardial lead. Guidant received subsequent information that the device was emitting tones.